Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6) and one (1) controller ((B)(6)) were not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed intermittent decreases in power consumption and estimated flows throughout the analyzed period. In addition, review of the alarm log file revealed one (1) low flow alarm was logged on (B)(6) 2026 at 12:34:59. Log file analysis associated with (B)(6) revealed two (2) controller fault alarms logged on (B)(6) 2026 at 19:26:43 and on (B)(6) 2026 at 09:53:31, indicating an issue with the internal battery. Of note, the alarm was silenced on (B)(6) 2026 at 09:53:31. In addition, log files revealed that the controller had been in use for more than two (2) years. Review of the event log file revealed one (1) controller power-up event, with an associated motor start event, was logged on (B)(6) 2026 at 18:53:20, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with (B)(4) rsoc and that (B)(6) was connected to power port two (2) with (B)(4) rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and a power adapter was connected to power port two (2). The controller was without power for thirty-five (35) seconds. No anomalies were recorded leading up to the loss of power. As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the low flow event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the loss of power event can be attributed to the disconnection of both power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Additional products: controller serial or lot#: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿ controller d4: model #: 1407 / catalog #: 1407/ expiration date: 30-nov-2019/ serial or lot#: (B)(6) UDI #: (B)(4) (B)(6)d9: no h3: yes h4: mfg date: 01-nov-2018 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that due to a nursing error at a long-term care facility, a double disconnect of power sources occurred which resulted in a controller fault alarm due to depleted internal battery. The alarm was permanently silenced. It was also noted through log file review that the ventricular assist device (vad) exhibited a low flow alarm. The vad and controller remain in use. No patient complications have been reported as a result of this event.